Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 30. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.